Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, there was blood/body fluid on proximal conductor (not obstructed), blood in/on the helix mechanism and apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, there was blood/body fluid on proximal conductor (not obstructed), blood in/on the helix mechanism and apparent explant damage.

Event description:
It was reported that a lead perforated the heart during an implant. X-ray and ultrasound were inconclusive as to which lead perforated. Neither of the leads were used. No further patient complications were reported as a result of this event.